Event description:
According to the reporter, the patient experienced contact dermatitis, appearing on day 1 or 2, and was very itchy. This required removal of the glue and steroids. Surgeon has discontinued the use of the product.

Manufacturer narrative:
(B)(4).